Event description:
It was reported the rechargeable ipg did not maintain 24 hours of therapy after being fully charged. As such, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.